Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was "going black and just shutting off for no reason" while infusiong medication. The customer stated that when the pump is restarted, with 5 minutes, an error code is observed. It was also reported there was no pt injury.